Manufacturer narrative:
An immucor field service engineer performed the unexpected reactions checklist. The system was tested and operated within specifications with no problems observed. Instrument performance and expectations were discussed with the customer. The instrument is operating according to specifications.

Event description:
A customer reported obtaining unexpected negative reactivity during validation of galileo (B)(4).